Manufacturer narrative:
The reported event of reset was confirmed. As received the device was in backup mode and battery level was at normal operation level. Final analysis found that the reset occurred due to an anomalous integrated circuit (ic) on the hybrid.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was interrogated before use and was found to be in back-up operation mode. The device was not used for implant. There was no patient involvement.